Manufacturer narrative:
The customer reported that the patient name, waveforms, and numerics do not show on the central nurse's station (cns). The customer also reported that the vitals show on their transmitter, but not on the tile. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices was used in conjunction with the cns, but did not experience a failure: transmitter - model: gz-130pa. S/n: (B)(4). Approximate age of the device: 42 months. Device manufacturer date: 01/30/2017. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the patient name, waveforms, and numerics do not show on the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the patient's name, waveforms, and numerics were not showing on the central nurse's station (cns). The vitals were showing on the telemetry transmitter, but not on the cns tile. No patient harm or injury was reported. Investigation summary: swapping out the telemetry transmitter corrected the issue. A nkc investigation found no evidence of failure for the gz monitoring telemetry unit. The customer was advised to take measures in accordance with section 9 troubleshooting of the owner's manual if the issue recurs. The root cause is most likely the facility's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the patient's name, waveforms, and numerics were not showing on the central nurse's station (cns).